Manufacturer narrative:
(B)(4).

Event description:
It was reported that low r-wave amplitudes were noted. The lead was dislodged. The lead was explanted and replaced. The patient was in good condition following the procedure.